Event description:
It was reported that during a meniscus repair surgery, after t1 of the fast fix was implanted, t2 was deployed simultaneously. T2 did not deployed through the meniscus. The ts were removed from the patient and the procedure was successfully completed without delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed part of the suture and and t2 were returned. The depth limiter button was not in the default position. T2 was in the t2 position. Part of the suture was attached to t2 . The actuator tip was behind t2. A functional evaluation showed the actuator tip moves t2. An evaluation of the customer provided image shows the device laying on a s+n box that the batch number is unidentifiable. The t1 is off the needle and not visible in the image. The t2 is on the needle with a small portion of the suture hanging from it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.